Manufacturer narrative:
The field service engineer determined there was a lot of black contamination in a system reagent tubing. The tubing was changed and the system was decontaminated. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory to a doctor. The first sample initially resulted with a k value of 6.46 mmol/l accompanied by a data flag. The sample was repeated, resulting with a value of 6.41 mmol/l. The sample was repeated on (B)(6) 2020, resulting with a value of 4.47 mmol/l. The second sample initially resulted with a k value of 6.37 mmol/l. The sample was repeated, resulting with a value of 6.28 mmol/l. The sample was repeated on (B)(6) 2020, resulting with a value of 4.49 mmol/l. The third sample initially resulted with a k value of 5.19 mmol/l on (B)(6) 2020. The sample was repeated on (B)(6) 2020, resulting with a value of 3.3 mmol/l. The k electrode lot number was l7222020. The electrode expiration date was requested, but not provided.